Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Folllow-up information revealed the patient underwent surgical intervention where the patient's ipg was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not recharge his ipg. The patient stated he was unaware that the device needed to be recharged. As a result, the ipg is inoperable. The patient is without stimulation and his pain is getting worse. Subsequently, the patient will undergo surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient had effective stimulation therapy postoperative.